Event description:
It was reported that noise had been observed on the lead as early as 2012. Recently, the patient began experiencing presyncopal symptoms. Lead replacement would be discussed with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.